Event description:
A malfunction alarm was reported, with no notable events occurring prior to the malfunction. There was no reported impact to the customer's blood glucose level due to the issue. The customer service team provided assistance with resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the malfunction reoccurred, which the customer acknowledged and understood.